Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported 5tpicc line with a hole. Patient was receiving prbc's when new bag was hung it was noted by staff that prbc's were leaking from insertion site. When PICC was removed there was a hole found at approx 4cm marking (external length of PICC was 3cm) piv started and will need new PICC re-inserted- it was inserted (B)(6) and removed today (B)(6) with a hole at the 4.5cm mark. Total catheter length was 42 cm, external length was 3 cm so it was leaking right under the skin. PICC inserted into basilic vein and secured with securacath. PICC used for carboplatin pembrolizumab, paclitaxel, ketamine, prbc's, and zometa. There was no cts done with this PICC, and no interventions for occlusions. Leak was noted when patient was receiving prbc's and blood began leaking out around the insertion site. PICC was in use 22 days. No xrays available for this incident. Catheter site was cleaned with soluprep chlorhexidine gluconate 2% w/v and 70% "isopropyl" alcohol, 1.6mls x2 swab sticks. No other information was provided.

Event description:
It was reported 5tpicc line with a hole. Patient was receiving prbc's when new bag was hung it was noted by staff that prbc's were leaking from insertion site. When PICC was removed there was a hole found at approx 4cm marking (external length of PICC was 3cm) piv started and will need new PICC re-inserted- it was inserted sept 10th and removed today october 2nd with a hole at the 4.5cm mark. Total catheter length was 42 cm, external length was 3 cm so it was leaking right under the skin. PICC inserted into basilic vein and secured with securacath. PICC used for carboplatin pembrolizumab, paclitaxel, ketamine, prbc's, and zometa. There was no cts done with this PICC, and no interventions for occlusions. Leak was noted when patient was receiving prbc's and blood began leaking out around the insertion site. PICC was in use 22 days. No xrays available for this incident. Catheter site was cleaned with soluprep chlorhexidine gluconate 2% w/v and 70% isopropil alcohol, 1.6mls x2 swab sticks. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a split in the catheter was confirmed and determined to be use related. The product returned for evaluation was one 4 fr sl powerpicc solo catheter. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and a split was observed in the catheter tubing between the 4 cm and 5 cm depth markers. The catheter split contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: ¿ damage which was circumferentially aligned ¿ fracture edges which were rounded and polished due to repeated material wear ¿ 'c' shaped impressions leading into the fracture site which are consistent with material buckling due to movement which caused the fracture edges to be pressed together an examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. The damage location suggested that catheter securement, access and maintenance techniques may have contributed. A measurement for the catheter outer diameter, inner diameter and wall thickness were taken. The catheter was found to be within specification. This complaint will be recorded for future trending and monitoring purposes.